Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye observed a broken occluder feet. Clear passage testing was performed with no issues noted. Leak and clamp function testing failed due to a flow through the set with the twist clamp in closed position. The reported condition was verified. The direct cause of the condition is undetermined; however, the damage cracked/broke set is possibly caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set material. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. This issue was further described as, "the switch of the clamp was closed, when the little white cap opened, the liquid begins to flow out". This occurred during an unspecified process step of pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.